Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a solid red x with a device error and charge button failure message. There is no report of patient involvement.